Event description:
Dialysis clinic received no water source alarms and had some smoke in the water treatment room. Patient treatment delay of approximately 30 minutes while repairs were performed.

Manufacturer narrative:
The ro system shut down when the water inlet solenoid valve failed to remain open. Fire department was called due to some smoke (from the failed valve) in the water treatment room. 10 patients were on dialysis at the time, 6 were near the end of treatment and 4 resumed treatment after the valve was replaced. The ro system was repaired in approximately 30 minutes. No patient or worker injuries were reported. Mar cor will continue to monitor this complaint with in the complaint system.